Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device has the distal tip detached. The body and spring tip are broken approximately at 329.1 cm from the proximal end. Besides, jumped and stretched coils were found in the spring tip evidence that a torsional force was possibly applied to it. Dimensional inspection of the overall length and outer diameter could not be performed due to distal tip detached. Outer diameters of the middle and proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that the rotawire tip was detached and remained inside the patient's body. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 330 cm rotawire¿ was selected for use. During the procedure, when the rotational speed was adjusted, it was noted that there was an abnormality of the rotawire. When the rotawire was removed, it was further noted that the tip of the rotawire became detached. The detached component remained inside the patient's body, particularly in the distal left anterior descending artery and the patient was sent for follow-up observation. The burr was not related to the guidewire detachment. The detachment occurred due to the user accidentally unlocking the brake defeat. The wire rotated. The brake defeat had no issue. The procedure was completed. No further patient complications were reported and the patient's status post-procedure was stable.